Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26july2019. The customer replaced the defective battery to address the reported problem. The unit successfully passed the required performance verification test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator generated multiple power supply failed 5 volts failure, 12 volts failure, 18volts boost failure and communication error codes. The customer reported there was no patient involvement.